Manufacturer narrative:
(B)(4). Similar to warsaw oss/finned tibial tray (k945028)--(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient has been indicated for a knee revision due to patient allegations of loosening and metallosis. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time. This report is based on allegations set forth in patients notice and the allegations there in are unverified.